Event description:
A report was received that the patient's lead extensions were caught, pulled up the pocket and caused discomfort. The patient underwent a revision wherein the lead extensions were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial/lot #:(B)(4), description: scs phiii ext 25cm.